Event description:
A malfunction alarm identified as "malf 12" was reported. There was no reported impact to the customer¿s blood glucose level, as the customer did not disclose if their blood glucose exceeded 500 mg/dl. The customer had not previously reset the pump, so technical support provided reset instructions and assisted in resetting the device. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to contact technical support if any further issues arose.